Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l73872, implanted: (B)(6) 2000 product type: catheter. Product ID: 8709, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient's explant procedure. It was reported on (B)(6) 2016 that during the system explant a catheter broke. The patient had two catheters, and it was unknown which of the two broke. Part of the catheter remained in the patient's body. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.